Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 10mg/ml at 2.2462mg/day and clonidine 14.3mcg/ml at 3.521mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider requested the pump off password to permanently shut down the pump per the managing healthcare provider. The healthcare provider stated that the patient¿s current pump after implant ¿pretty much immediately¿ started flipping. The patient had been up to 8mg/day of morphine and it wasn¿t helping. The healthcare provider stated that when they went to access the pump, they pulled out all of the medication. The pump off password was provided. No further complications were reported regarding the event.